Event description:
It was reported that the device froze after the first automated shock of 200 joules for ventricular fibrillation was delivered to the patient. The device was turned off and back on but was still frozen. There was no adverse outcome for the patient as a result of the reported failure. A back up device was immediately available and the patient's heart rhythm did revert from a shockable rhythm.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. The device operated within specifications. Physio-control then performed unrelated repairs and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer has opted not to return the device to physio-control. Therefore phsyio-control has not been able to perform an evaluation of the device. A cause of the reported failure could not be determined.